Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, cardiac enzymes were found to be elevated, consistent with protocol definitions of peri-pci mi (peak ck-mb: 11 ng/ml, uln: 5.0 ng/ml; troponin I: 1.55 ng/ml, uln: 0.045 ng/ml). The site confirmed that, the continued chest pain post intervention was due to peri pci mi.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01674, 2134265-2016-01746, 2134265-2016-02261, 2134265-2016-02262 evolve ii clinical study it was reported that chest pain occurred. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition was unstable angina and the patient was referred for elective cardiac catheterization. Subsequently, the index procedure was performed. Target lesion #1 was located in the first obtuse marginal (om) with 80% stenosis and was 12mm long with a reference vessel diameter of 3.5mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50mmx20mm study stent. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2014, patient presented with unstable angina and a 2.25mmx32mm promus premier¿ drug-eluting stent was implanted in first om. In (B)(6) 2016, during office visit, the patient was seen in hospital with complaints of fatigue, dyspnea on exertion, weakness and occasional exertional chest pain. The patient had aspiration of the left knee recently and is considering the possibility of left total knee replacement and gastric bypass surgery. The patient had a discussion with the primary care physician during which the patient admitted that a cardiac clearance is needed prior to either orthopedic or gastric bypass surgery. The patient underwent nuclear stress testing with high risk findings and coronary angiography was performed. The 70-80% ostial stenosis in proximal left circumflex (lcx) artery was treated with direct placement of a 3.0mmx8mm rebel bare metal stent. Following post dilatation, timi 3 flow was identified with no significant residual stenosis. Subsequently the 80% ostial stenosis in proximal right coronary artery (rca) was treated with pre-dilatation and placement of 3.00x16mm rebel bare metal stent and 70-80% stenosis in mid rca was treated with pre-dilatation and placement of 2.5mmx20mm rebel bare metal stent. Following post dilatation, timi 3 flow was identified with no significant residual stenosis. In addition the 70% in stent restenosis in the previously placed stent in mid left anterior descending (lad) artery was treated by using 3.5x15 flextome cutting balloon. Following post dilatation, the residual stenosis was 20% with timi 3 flow. Post intervention, the patient continued to have chest pain overnight and the following day which got relieved upon treatment with sublingual nitroglycerin. Three days after, the patient was found to be stable and was discharged on dual antiplatelet therapy.